Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. External abrasion breaching the outer insulation and exposing the outer coil was found measuring 0.5 cm long on the proximal region of the lead. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.